Event description:
It was reported that the patient's right lead had migrated and needed a second surgery to revise it. It was noted that this occurred some time ago, the revision was successful, and the system was working fine now.

Manufacturer narrative:
.